Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Bilaterally implanted patient came to the clinic for routine 1 year follow-up appointment. In situ testing on the left side device was indicative of a device malfunction.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. An impact to the head might have also weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The bilaterally implanted patient came to the clinic for routine 1 year follow-up appointment. In situ testing on the left side device was indicative of a device malfunction. The parent's did not notice any problems with the child's access to sound and did not report any changes in health or an accident or trauma. No swelling was noted at the implant site. The patient was re-implanted.